Event description:
Customer reported positive bacterial culture in water sample after installing the nephros point-of-use water filter in their facility. Customer returned filter to nephros for evaluation. Upon evaluation of returned filter it was determined that there was a breach in the filter membrane. No adverse events were reported.

Manufacturer narrative:
Other (unspecified code): integrity testing of the filter indicated there was a breach in the filter membrane. Nephros safespout filters (2 from lot pm12/0180) were returned to nephros for complaint evaluation on (B)(4) 2013 because of reported positive bacterial cultures from water samples collected at the filter outlet. Nephros was able to test the filters for integrity using an air pressure holding test. The filters tested failed to hold pressure indicating there was a breach in the filter membrane. At this point in time, we are not able to draw any final conclusions to the root cause of the filter failures.